Event description:
It was reported that the pacemaker was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.